Event description:
A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, there is a presence of a contamination findings, which is foam. There is a presence of error code which is error code 53, in which an error in the pca. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.